Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications; the reported complaint could not be duplicated. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The clinician cycled power and continued the case. There was no reported patient injury.